Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345 alarms. Service evaluation verified the system error 345 alarms. The cause was determined to be the downstream thermistor value was out of specification. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump in baxter (B)(4), the device experienced a spectrum pump experienced a system error 345 (thermistor disparity) alarm. No additional information is available.